Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, when the brown staple cartridge is activated, the staple cartridge jaws cannot be closed properly. Replace the new staple cartridge to resolve the issue in order to complete the case. There was no patient involvement.